Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that patient experienced multiple inset infusion sets fail due to loosen adhesive event on (B)(6).2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.